Event description:
The customer was hospitalized for kda. Customer said they were travelling and did not change the time and recently made changes to their basal rates. They do not feel the hospitalization was due to the pump.